Manufacturer narrative:
The system was examined and the reported event was confirmed. The cable was replaced with a new cable to address the issue. The system was tested and found to meet product specifications. The stand met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this system. The root cause of the reported event was cable strain in the system.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist reported that the microscope light stopped working during surgery. The microscope did not start to work again after turning off and rebooting. The microscope was changed and the surgery completed without any further issue. There was no patient harm. Additional information has been requested but not received to date.